Event description:
The customer contact reported the patient received more medication than intended. The device was returned to the biomedical department with a note that stated, "set at 10cc/hr, delivered the whole bag." No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events while the device was in clinical use. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.